Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after placing the bd insyte¿ autoguard¿ shielded IV catheter in the vein, the "lock-ring" wouldn't turn when trying to connect the extension tubing. The following information was provided by the initial reporter, translated from (B)(6) to english: "after catheter placement, hcp tried to engage with ex-tube however the lock-ring didn't turn and s/he couldn't."

Event description:
It was reported that after placing the bd insyte¿ autoguard¿ shielded IV catheter in the vein, the "lock-ring" wouldn't turn when trying to connect the extension tubing. The following information was provided by the initial reporter, translated from japanese to english: "after catheter placement, hcp tried to engage with ex-tube however the lock-ring didn't turn and s/he couldn't."

Manufacturer narrative:
H.6. Investigation summary: although the review of the dhrs review are required for MDR¿s, a review could not be performed as the lot number was not provided. Received one used iag 22 g catheter/adapter assembly without packaging from catalog number 381823; lot number unknown. Three photos were submitted for evaluation. Photo one displayed a 22 ga catheter/adapter assembly. Photo two displayed the luer end of the 22 ga catheter/adapter assembly. Photo three displayed the luer end of the 22 ga catheter/adapter assembly at a different angle. Visual/microscopic evaluation: there was an excessive amount of damage on the threads of the luer adapter. The damage on the threads of the adapter prevented a successful connection between the adapter and the male luer lok. Photos: based on the evaluation of the submitted photos; the photos displayed excessive damage to the threads of the luer adapter. Which is the same finding as that of the evaluation of the returned unit. Conclusion: manufacturing ¿ the defect other was identified and confirmed as adapter/ connector defective/damage. The damage observed could occur anywhere within zones 1, 2 or 5 that when an adapter luer comes in contact with equipment. Misalignments of the adapter relative to the equipment may cause this damage. Alignments are performed when they are determined to be necessary during set up or production.